Event description:
It was reported that the implantable cardioverter defibrillator was oversensing during the implant procedure. Crosstalk was noted; the leads were reinserted without success. The crosstalk was no longer sensed, however the signal was present on the real-time electrogram. The device was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
The reported field event of noise was confirmed in the laboratory due to review of device stored (B)(4). The device was tested on the bench and no anomalies were found.